Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint indicating that the detector, separated and fell on the patient. Upon troubleshooting rse found that flat panel sensor fell on the patient flat and one of the grid fixings was bent, so it hadn't been put back in place. Rse suggested to new grid replacement. Quote was not accepted by the customer and no onsite work was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the grid that was attached to the detector, separated and fell on the patient. There was no reported patient or user harm. Philips has started an investigation of this complaint.